Manufacturer narrative:
H3: one device was returned for repair in good condition with no appearance of any physical damage. Service history review identified this device has not been in for service previously. Unable to duplicate the problem at power up. Audio test was performed and no problem found on speaker. No repair was needed due to no problem found on speaker. Device passed all the functional tests.

Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an auxiliary control unit watchdog failure. There was unknown patient involvement and unknown patient harm/adverse event reported.